Event description:
It was reported the customer had a piece of their battery compartment missing. The customer also reported a crack on their battery compartment. It was also reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was unknown. The customer stated that the damage to their battery compartment was caused by normal wear and tear. It was also found the customer was able to complete the rewind sequence on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, broken battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).